Event description:
It was reported the customer's buttons were frozen on their insulin pump. The customer also reported receiving a button error alarm. Customer stated they were unable to clear their button error alarm. It was also found the customer was experiencing a high blood glucose of 431 mg/dl the night prior. Customer stated they were able to lower their blood glucose to 297 mg/dl with manual injections. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.